Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of inappropriate therapy was confirmed in the laboratory via review of stored electrograms. The device was tested using automated test equipment and no anomalies were found. The cause of the inappropriate therapy was determined to be oversensing of t-waves.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. Lead repositioning procedure to be scheduled. The device was replaced and the lead was capped.